Event description:
It was reported that a stent damage occurred. The target lesion was an in-stent restenosis of an unknown stent implanted in 2007 at the tortuous and calcified mid right coronary artery. The 2.75mm x 16mm promus premier¿ stent was advanced but failed to cross the lesion. As the device was pulled back, moderate resistance was encountered. The device was removed from the patient and it was noticed that the proximal end of the stent was flared. Another non bsc stent was advanced but was not able to cross the lesion. Balloon angioplasty was performed and the procedure was completed. No patient complications were reported. There was no harm to the patient. The patient was doing great after the procedure.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).